Event description:
It was reported that a regular programming check found an alert for high thresholds on the ventricular lead. Diaphragmatic stimulation was also found. The patient used a holter monitor for a day and it indicated oversensing on the lead. The physician suspected a lead fracture. The lead status is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).